Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient received an inappropriate shock due to electromagnetic (emi) at 50 hz oversensing. The patient received an inappropriate shock before and contacted two different electricians to check his installation in the bathroom. No electrical leak was discovered. The patient lives in an individual home and nothing in the surroundings could provoke electromagnetic interferences (emi). These electromagnetic interferences (emi) at 50 hz were only observed when the patient holds his shower head above his head and rubs his hair it was mentioned that the patient does not use electrical devices in his shower. No noise oversensing occurred between (B)(6) 2018 and (B)(6) 2019. The patient was enrolled in remote monitoring. However, no alert was displayed on the website and only a few session of rf communication were recorded in the device memory. The ventricular sensibility was reprogrammed to 1.2 mv, the detection was extended to 20 cycles in the fv zone. Fixed remote follow-ups were also scheduled.